Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine infection ('uterine infection'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("migraines / headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), mood swings ("mood swings"), vaginal haemorrhage ("bleeding vaginal,"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psych injury / depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain") and arthralgia ("joint pain / ache"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic inflammatory disease, uterine infection, ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, back pain, urinary tract infection, migraine, alopecia, weight increased, tooth disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal distension, vulvovaginal pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, uterine infection, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2002 & (B)(6) 2002. Discrepancy noted in date of removal 2004 & (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: lawyer was added. New events: mood swings, abnormal bleeding vaginal, menorrhagia, apareunia , uterine infection, depression, anxiety,fibroids, pelvic inflammatory disease,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal pain, bloating, joint pain / ache were added. Lab data was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("migraine"), alopecia ("hair loss") and tooth disorder ("dental problems"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2004). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, psychological trauma, urinary tract infection, migraine, alopecia, weight increased and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received:case became incident. Patient date of birth added. Reporter details updated. Event injury nos has been updated and new event ¿pelvic pain,abdominal pain,back pain,psychological trauma,ectopic pregnancy, uti, migraine,hair loss,weight gain,dental problems,genital bleeding,device ineffective were added. Product start date updated and stop date added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.